Event description:
Customer's caregiver reported blood glucose results of "400s" mg/dl, 300 mg/dl, 200 mg/dl, and 100 mg/dl within 10 minutes on the advantage system. Also reported the advantage system gave a blood glucose result "in the 400 range" mg/dl at a time when she was symptomatic of hypoglycemia. Caregiver called emts. Emt meter result an unspecified time later was "in the 60s" mg/dl. Customer was transported to hospital and admitted. A request was made for the return of the system and a replacement was sent.